Event description:
It was reported that during a surgical procedure, the bur wobbled and shattered in the handpiece. It was also reported that there were no adverse consequences or medical intervention required. It was further reported that there was no delay and a replacement device was available to complete the procedure.

Manufacturer narrative:
The bur subject to this investigation was not returned to the manufacturer for evaluation, the bur was discarded. Part number and lot number info has not been provided to permit further investigation. The root cause is undetermined.